Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose and was not able to resolved issue. Customer's blood glucose was 225 mg/dl but have been almost 600 mg/dl and when treated it went down to 300 mg/dl. Troubleshooting was performed with last representative and it was determined that insulin pump was working as designed. Customer called back requesting insulin pump to be replaced.